Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Previously reported information was not duplicated if not necessary. Patient information is not available for reporting. This report is for one, unknown matrix locking cap. Other number¿UDI: unknown part number, UDI is unavailable. Additional device product codes are mnh, mni, kwq and kwp. (Therapy date): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report #3004142400-2014-00056 was received by synthes customer quality on nov 1, 2016 and was identified during a synthes post market surveillance group maude database search. The reporting facility was contacted but had no additional information to provide regarding the reported event as follows. ¿it was reported that the patient was complaining of [postoperative] leg pain. The axial CT and MRI imaging showed that the [spinal] cage had retreated from the disc space. During the revision [surgery] it was reported that the synthes screw system (matrix) had failed at the locking cap on one side. The surgeons are now relatively sure this is the reason for an unstable construct, and thus the retreating of the caliber implant from the disc space.¿ concomitant devices: part# unknown spine screw, lot# unknown, quantity (1), and unknown spine rod, lot# unknown, quantity (1), part: unknown competitor cage, lot# unknown, quantity (1). This report is for one, unknown matrix locking cap. This report is 1 of 1 for (B)(4).